Event description:
Surgical technician prepared sterile field before bringing patient into operating room. While setting up supplies, she picked up pulsavac for irrigation and felt that it was very hot. Pulsavac was unplugged from sterile battery pack provided as kit by manufacturer and removed from operating room. Materials was notified. Remaining pulsavacs with same lot number were pulled from shelves. Per materials management, the known issue in their experience there are 6 or 8 batteries inside, and if the cords cross it will smoke up.